Event description:
A minimum fill notification was reported by the caller, who was attempting to load a new cartridge into their insulin pump. There was no adverse impact to the customer's blood glucose level. The customer initially attempted to reload the same cartridge without success. Technical support instructed the caller to clean the pump's pneumatic tap area and guided them through the process of filling and loading a new cartridge. Loading the second cartridge successfully resolved the issue, and the customer was able to resume insulin delivery.